Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s display was blank. The customer¿s blood glucose was unknown. Troubleshooting was performed. The contacts on the battery cap was neither missing nor damaged. The battery compartment was neither damaged nor corroded. They inserted a new battery but the display did not return. They will be sent a replacement battery cap. The device will not be returned for analysis.